Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged deep post-release, due to a flared left ventricular outflow tract (lvot) and less calcium at the annulus. Severe paravalvular leak (pvl) resulted from the dislodgement. Subsequently, a second valve was successfully implanted valve-in-valve. No adverse patient effects were reported.